Event description:
The customer was feeling low blood glucose symptoms at 4:30pm and was loosing consciousness. Paramedics were called and they received a result of 15mg/dl. At 6:15 pm the customer was given d-50, and glucogon to increase their blood glucose. The customer stated they had not eaten. Controls were in range. A request was made for the return of the suspect device was replacement product was sent.